Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.

Event description:
Customer reported that she was admitted to the hosp for cramping but did not state what the issue was. She stated that it was not diabetes related and no blood glucose reading was given. She reported that the battery cap was lost from the insulin pump and was sent a new one. Nothing further was reported.